Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings, button error, motor error, delivery anomaly, bolus anomaly, prime anomaly and low battery alert from the insulin pump. The customer's blood glucose reading was 581 mg/dl. The customer reported that the buttons were unresponsive, and the basal settings reset on their own and it's not correct. The customer stated that she replaced her batteries more frequently due to diminished battery life. The customer reported motor error during rewind. The customer declined to troubleshoot for high readings.